Manufacturer narrative:
Missing ground prongs and loose power prongs.

Event description:
It was reported by service report that the bed plug sparked when it was plugged in. No patient involvement or adverse consequences were reported.